Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4).

Event description:
The customer reported false non-reactive architect syphilis results on one patient compared to the roche assay. The results provided were: tppa = positive; abbott tp =0.74s/co (<1.00s/co = nonreactive); tppa retested = positive; roche tp =23.59(positive). There was no additional patient information provided. There was no reported impact to patient management.

Manufacturer narrative:
Lot 78144li00 was not available at the abbott r&d test laboratory in (B)(4), therefore, the return sample was tested with lot 82301li00 and (B)(6) results were obtained. Although there is no reference test method for the (B)(6) assay, the sample was also tested with mikrogen recomline treponema igm/igg to provide additional information. Mikrogen recomline treponema igg showed a negative result and the mikrogen recomline treponema igm showed a borderline result for the return sample. Sensitivity testing was performed on retained lot 78144li00, including additional replicates of a specificity panel and all results met validity and acceptance criteria. A review of tickets determined no increase in complaints for the lot and no trends were identified for the complaint issue. Manufacturing documentation for lot 78144li00 was reviewed and no contributing factors to the complaint could be identified. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for architect syphilis reagent, lot 78144li00. Corrected suspect medical device - serial # from (B)(4) to blank and lot # from blank to 78144li00. Added information to concomitant medical products. Concomitant -architect syphilis; list# 08d06-29; lot # 82301li00.